Event description:
It was reported that during implantation of a right ventricular leadless pacemaker (rvlp), repeated deployment attempts resulted in consistently high capture thresholds with loss of capture. The physician elected to exchange the rvlp and complete the procedure. The patient was stable following the procedure.